Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer mentioned they did not have any breakfast the morning of the inicident. Troubleshooting indicated that the device was functioning properly. Suggested contacting their physician regarding other possible causes.